Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: since no product was returned and no imaging was provided it would be inappropriate to speculate at what may or may not have occurred based on the limited information made available to us. It was reported that physician "had to retrieve filter from ij to reposition since secondary leg had been deployed". However, this contradicts the device being pushed passed the tactile bump, why it is assumed the filter was placed from femoral approach. It is noted that the filter was left in the patient and looked good. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog #: igtcfs-65-1-uni-celect-pt g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: when placing the ivc filter device was pushed passed tactile bump and secondary leg was deployed prematurely, had to stick ij and capture to reposition, filter was left in patient and looked good patient outcome: no adverse effects to the patient due to this occurrence has been reported.